Event description:
It was reported that a user received a ¿pairing failed¿ message with an fsl3+ sensor during setup, after which a rescan restored pairing and displayed a warm-up countdown. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as intended after user-guided rescan and that no device malfunction was confirmed. It was concluded that the event resolved with routine troubleshooting and that no device failure was identified.